Event description:
It was reported that "the doctor found the ars leak during used on the patient. They changed a new one. The patient condition is fine. No medical intervention was required."

Manufacturer narrative:
Qn#: (B)(4). The customer returned one opened cvc kit, including one arrow raulerson syringe (ars) and introducer needle, for analysis. Definite signs of use were observed on the returned components. See image of the sample as received. Visual inspection of the ars did not reveal any external anomalies or defects. The returned ars was functionally tested with a lab inventory introducer needle per the instructions-for-use provided with this kit. The IFU states, "insert introducer needle or catheter/needle with attached syringe or arrow raulerson syringe (where provided) into vein and aspirate." The ars was able to draw and aspirate water with and without the returned introducer needle. No leaks or excessive air buildup was observed. The module requirement document for raulerson syringes was reviewed to determine requirements for air/water leakage. The document notes a deviation "the freedom of air and liquid leakage past the piston requirement is design restrictive and is intended for an injection-intended syringe, not the ars. The opening in the center of the piston that allows passage of the inner cannula prohibits the ars from meeting the pressure and vacuum requirements as dictated by the standard. However, because the intended use of the ars is to allow aspiration of blood to ensure venous placement of the introducer needle and to aid in the insertion of the spring wire guide, the leakage requirements of a standard syringe are not applicable to the ars." A vacuum test was performed on the ars syringe to verify that the internal valves within the plunger body were intact. With the plunger body at the bottom of the syringe, the tip of the ars was occluded, and the plunger was pulled back until it stopped. With the tip of the ars still occluded, the plunger was re-leased and snapped back into a position = 1cc from the starting position. Therefore, the internal valves of the ars are functioning as intended. The push test is not required based on the deviation described. A device history record review was performed, and relevant findings were identified. Non-conformances were initiated for material with lot to address the issue of an "ars leak - before use". The IFU provided with the kit informs the user, "insert introducer needle or catheter/ needle with attached syringe or arrow raulerson syringe (where provided) into vein and aspirate." The raulerson syringe module requirements document was reviewed as part of this investigation. The in-process guidance on syringe vacuum tests was also reviewed as part of this complaint investigation. The report of an ars leak was not confirmed through complaint investigation of the returned sample. The ars passed the vacuum test and relevant functional testing. A device history record review was performed, and relevant findings were identified. Non-conformances were initiated for material with lot to address the issue of an "ars leak - before use". Despite this, based on the customer report and the sample received, no problem was identified with the returned sample. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "the doctor found the ars leak during used on the patient.they changed a new one. The patient condition is fine. No medical intervention was required."

Manufacturer narrative:
(B)(4).